Manufacturer narrative:
Endoleaks are addressed in the IFU. Event is still under investigation at this time.

Event description:
An (B)(6) male pt underwent aaa and right common iliac artery aneurysm repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure. After the right iliac leg graft was placed, the physician attempted to insert a coda balloon catheter. However, he was not able to advance it to target position. Then angiography was performed w/o ballooning. It revealed obvious endoleak. Angiography was performed again after ballooning with an atb balloon catheter, but endoleak from right iliac leg graft was observed. The physician though that the endoleak was not from junction or distal part. Add'l procedure was not performed since the endoleak was though to be type IV. The pt is fine after the procedure.